Manufacturer narrative:
Common device name) ljs turbo-ject peripherally inserted central venous catheter. PMA #) additional - missing information (k111244).

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. There is no indication that a design or process related failure mode contributed to this event. The lot number of the device is not known, accordingly a review of the manufacturing records and lot complaint history could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Risk mitigation activities are currently being reviewed.

Event description:
The customer reported that blood was leaking near the hub of a peripherally inserted central catheter (PICC) line. The amount of blood loss was not specified. The PICC line was explanted and the patient required hospitalization over a weekend in order to maintain required therapy. The patient underwent an additional procedure to implant a replacement catheter. A section of the device did not remain inside the patient¿s body. No further information was provided relating to the current patient status.